Event description:
It was reported that the rotational speed was unstable. A rotablator console kit was selected for use; however, it was noted that the rotational speed was unstable. No patient complications reported.